Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later, pt experienced straining to urinate, dysuria, urinary tract infection, malodorous urine, rash in groin, cystocele, rectocele and acute suprapubic pain. No explant procedure was reported. The pt was treated with antibiotics.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.